Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the balloon, inflation lumen (shaft) and wire lumen (shaft). The device was soaked in a warm waterbath for 15 days. The tip, balloon, markerbands, inner/outer shaft, and port weld/exit notch were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the hypotube, shaft damage (perforation) in the trough of the port weld (exit notch). Functional testing was carried out by attaching an inflation device (filled with water) to the hub of the complaint device, and positive pressure was applied (rated burst pressure). When inflated, the device leaked from the perforation in the shaft/port weld area and could not maintain pressure. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation; however, during the first inflation at 9 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.